Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver ceased to function. No additional event or patient information is available. No data was provided for evaluation. The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and passed. A receiver download could not be performed due to no data in the investigation window. A functional test was performed and passed all relevant testing. An internal visual inspection was performed and passed. Confirmation of the complaint was undetermined. The probable could not be determined.